Manufacturer narrative:
Based on available info, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube exposes a pt to the risk of reduction in ventilation pressure. Whilst the potential for a serious injury is high, the likelihood of occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking ett/tt would likely trigger alarms to alert care-givers. However, if the alarms fail to trigger it may be fatal. The problem may also lead to a pt requiring re-intubation. This procedure, if carried out in expert and experienced hands, has a low incidence of serious complications. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint description: leakage in use. Air leaked from the gap between the tt connector and the connecting tube. As a result, the machine's alarm went off. No harm or injury to pt. Remove the normal way.